Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02498. It was reported that the patient's lead was found to be fractured during a revision to address lead migration. Additionally, it was reported that the patient's ipg was causing discomfort. Surgical intervention was undertaken in which the lead was explanted and replaced while the ipg was explanted, replaced, and repositioned to address the issue.